Manufacturer narrative:
The subject device was returned to the manufacturer and images were provided by olympus (B)(4). The manufacturer's investigating engineer reviewed the provided images. It was unclear from the images as to the root cause of the problem, however based on the reported event being very similar to two previous castor failures (9611174-2015-00004 & 9611174-2015-00007), it is assumed that the castor has not been fully seated on assembly of the castor or has unwound during use - leading to a gap between the mating faces. Based on the root cause of the previous failures it is likely that the unthreaded section of the castor mounting stud was longer than specified by the manufacturer would prevent the castor from being fully seated before the castor insertion tool torques out, thus leading the operator to thinking that the castor had been correctly installed. If the castor had not been fully seated it has a much greater chance of unwinding and increasing the gap, with any seating gap providing a weak point for the castor mounting. This weak point would make the castor more vulnerable to breaking through impact or shock load. Since the manufacture of this particular workstation, the base design of the workstation has been updated from a steel box frame design with castor mounting bosses to a solid metal strut with mounting washers. This later design with the use of 5mm thick mounting washers has much more margin for castors with unthreaded sections outside of specification and since its introduction in april 2014 no castor failures of this nature have been recorded.

Manufacturer narrative:
The manufacturer, keymed ( medical & industrial equipment) ltd is awaiting the return of the subject device from the healthcare facility to allow the manufacturer to undertake a full investigation.

Event description:
The olympus wm-np2 mobile workstation is intended for use in medical facilities under the direction of a trained physician and has been designed to be used with a range of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscopic procedures. Keymed ( medical & industrial equipment ) ltd has been made aware of an event which took place in (B)(6) on (B)(6) 2015. Following completion of an unspecified procedure, healthcare facility staff maneuvered the subject device backwards by approximately 1 metre to enable patient transfer, when one of the four castors broke and became detached from the base of the subject device. There is no report of injury to either the patient nor the healthcare facility staff and this report is submitted in an abundance of caution.